Event description:
Implantation of a sophy valve in 1999 for hydrocephalus. Explantation in 2003 for return of hydrocephalous symptoms and csf protein rate increasing without explanations. Explantation of the implant. No injury reported.